Event description:
The customer reported that during a laparoscopic colon procedure, the control mechanism that closes the jaws broke and small fragments of plastic from the device fell into the patient cavity. All of the pieces were retrieved, and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.